Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter called on behalf of the customer. The customer is concerned with all low tests results obtained. The expected fasting blood glucose test result range is 140 mg/dl. The customer reported symptoms of stiffness. Medical attention was reported as a result of the actual blood glucose results. Daughter stated that on (B)(6) 2020, she called the paramedics because her mother was out of it and was very stiff. She performed a blood glucose test and gave a result of 21 mg/dl. Customer was given orange juice but she could not drink it. Paramedics were called and customer was given 2 1/2 bags of IV fluids and when the paramedics left, customer's blood sugar was 124 mg/dl fasting. Daughter stated that on (B)(6) 2020, paramedics were call because the customer's blood glucose was 25 mg/dl and 41 mg/dl. Customer was drooling and sweating. Paramedics were unable to get a vein to administer IV and consequently the customer was taken to the hospital. The customer was admitted to the hospital on (B)(6) 2020 and discharged on (B)(6) 2020. Customer was placed on the sliding scale of insulin. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/26/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. Result 1: 77 mg/dl, date: (B)(6) 2020, time: 5:58 am, fasting. Result 2: 65 mg/dl, date: (B)(6) 2020, time: 7:27 pm, fasting. Result 3: 21 mg/dl, date: (B)(6) 2020, time: 4:09 pm, fasting. Result 4: 41 mg/dl, date: (B)(6) 2020, time: 1:51 pm, fasting. Result 5: 25 mg/dl, date: (B)(6) 2020, time: 1:35 pm, fasting.